Event description:
The complainant reported the patient was on impella cp support and when the sheath was exchanged for the repo sheath and bleeding occurred. Blood was seeping out of the repo sheath where the blue hub ends. Intense pressure was held for 25-30 minutes. The hematoma was mashed out, but the bleeding spread farther out down the thigh. Vascular surgery was called in to help stop the bleeding. 10 units of blood products were given to the patient. Vascular surgery performed a cut down and repaired the left femoral artery. They stated that there was a hole in the artery. A new impella was placed in the right femoral artery. The patient expired after 2.88 hours of impella support. The relationship between the cause of death and the impella is unknown. The reported event was reviewed by abiomed's medical safety officer and it was noted that there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for vascular damage - peripheral vessel has been completed. The pump was returned for investigation. No physical damage was observed on the returned product. Data log review was not required for this case. According to the provided clinical image, the blue butterfly was clearly seen inserted into the skin with high sheath insertion angle. According to the clinical details, access site bleeding was reported from the repositioning sheath. The bleeding was managed by vascular surgery. The cause of the vascular damage was most likely use related issue due to improper use technique in inserting the blue hub in to the patient body and high sheath insertion angle. The blue hub was not intend to be in the patient.